Manufacturer narrative:
Estimated date of death/event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse events referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported through a research article identifying that xience stents may be related to the following: myocardial infarction, stent-thrombosis, bleeding, death, rehospitalization and revascularization. This article summarizes clinical outcomes of 231 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of long-term clinical outcomes in multivessel coronary artery disease patients treated either with bioresorbable polymer sirolimus-eluting stent or permanent polymer everolimus-eluting stent: 5-year results of the century ii randomized clinical trial."